Event description:
Spontaneous report from pt that ms3 pump sn (B)(4) cap is cracked. No lapse in infusion or side effects due to malfunction. Sending replacement pump and pt will return malfunctioning pump. Pt does have backup pump. Reported to (B)(6) by pt/caregiver.